Event description:
Vision problems; main problem: bright colored objects/text on dark backgrounds now glow in anything less than bright settings. The darker it is and the farther away the subject the worse it gets. The worst case I frequently deal with is playing a video game or watching a movie in the dark and seeing stuff like white subtitle text glowing, user interface elements glowing, actors glowing, really anything light against a dark background. This is not limited to screens however; even looking across a room at someone with a white shirt or fair skin standing against a dark wall their outline will glow. On a pure black oled screen (black pixels emit no light) with pure white text if I look carefully there's a fuzziness/almost a starburst like effect to the glow and it's fairly uniform around the entire outline. Alphagan/brimonidine tartrate drops to shrink my pupils mostly fixes this problem (like 80% probably) when used until they wear off. With my job as a video game developer this is extremely frustrating for me because these sort of bright objects/text/ui elements on dark backgrounds. Scenarios are common. Even having windows open but not in direct sunlight is still not bright enough to completely fix this at a distance of just my computer monitor on my desk. Second problem: after lasik there is a subtle background "light pollution" I notice most easily over dark objects. Its appearance is like a very faint version of what happens when you stare at a light bulb for a moment and then look away, still seeing that residual glow. I notice it more in dimmer environments. Third problem: I can't see clearly at very close distances to my face like I could before, this part of my vision is now blurry. I have to move an object at least 18cm away from my eyes before it becomes clear. Before surgery I could hold an object a good bit closer and still focus clearly on it. I think this might also be a spherical aberration side effect so same cause as the main issue above. There are other issues I notice that I think are related to the ones above. In dimly-lit settings such as a party indoors I find it harder to focus on people at a medium distance away from me; my depth perception feels off and their outline seems to blend into the background more. Indoors when someone walks in front of a bright window or monitor the light coming from behind them "wraps" around their outline now, obscuring them a bit at least around the edges. Car headlights/street lamps/etc., at night have the commonly reported starbursting / haloing effects to a distracting/annoying extent but not so bad that I can't safely drive at night. Pupil size measured at 7mm in low light. Surgery optical zone was only 6mm, device not capable of a large enough optical zone to avoid complications. FDA safety report ID# (B)(4).